Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet, including prolonged hyperglycemia after a meal and a subsequent brief hypoglycemic event, despite confirmed insulin flow through tubing and a site change guided by support; the patient had been delivering additional subcutaneous insulin injections while remaining connected to the ilet and announcing meals. Symptoms included dizziness associated with hypoglycemia. Outcomes included transient blood glucose outside the target range without hospitalization or medical intervention. Investigation included troubleshooting, site inspection, guided reinsertion of a new infusion site, and user education on device operation and meal announcements. Investigation of this case revealed no visible device or infusion set malfunction and identified concurrent use of outside insulin while connected, which likely contributed to the hypoglycemia following an ilet-delivered correction. It was concluded that the cause of the hyperglycemia was unclear and that user behavior contributed to the hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.